Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg would not communicate following an unrelated procedure. The patient did not set the ipg to surgery mode. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
Correction d4: previous device information was incorrect and has been corrected.correction d6a: implant date has been corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.